Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: date of event: unknown. Samples received: 1 open racepack. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received one open and empty pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples an analysis cannot be performed. Nevertheless, note of this incident is taken and if any closed sample is received in the future, this case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "the needle detached from the thread during withdrawal or stitching from a groin surgical procedure. The tissue was femoral. No patient injury reported. No surgery delay reported. All med watch submissions related to this report are: 3003639970-2018-00621.